Event description:
On opening a drape in a nerve block tray, physician observed foreign material - i.e., a crushed insect. The procedure was stopped.the nurse obtained another tray from shelf in department; the second tray had the same manufacturer, ref number and lot number. The patient was re-prepped and the procedure was performed without further incident.======================manufacturer response for sterile procedure tray, smiths portex nerve block (per site reporter).======================manufacturer acknowledged that incident should not have happened and requested return of defective tray. Representative from quality management will call back with return authorization.